Manufacturer narrative:
Additional information has been provided in b5. Corrected information has been provided in d10(concomitant med products).

Event description:
Additional information received indicates, dr (B)(6) proceeded with right axillary cutdown and attached 10mm graft. 0.035 jwite and pigtail used to cross av and wire exchanged for 0.018 impella wire. Pigtail removed and impella 5.5 advanced over wire but unable to advance past tortuosity despite multiple attempts, even with manual guidance after reopening sternotomy. Axillary attempt aborted and decision made to place direct. 10mm woven graft attached to aorta. Jwire and pigtail again used to cross valve and then impella 5.5 placed without difficulty.

Manufacturer narrative:
Additional information received confirms the event date as november 29. 2025 as initially reported and repopulated to b3 (date of event).

Manufacturer narrative:
Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of difficult to advance was most likely patient condition related since patient had tortuosity of vessels. The cause of the placement signal issue cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Event description:
A 67-year-old female was admitted with chest pain and promptly went into ventricular tachycardia arrest requiring advanced cardiovascular life support (acls). She was taken directly to the cath lab but due to inability to open the vessel, an intra-aortic balloon pump (iabp) was placed, and the patient was taken to surgery. Post operatively, the patient returned to the intensive care unit (ICU) with ongoing intra-aortic balloon pump (iabp) support. Due to ongoing hemodynamic instability, the patient was taken back to the or for impella 5.5 placement. Initial placement was axillary, however, due to difficulty with patient anatomy, placement was directly aortic. The patient was hypovolemic on insertion so there were some initial suction alarms that subsided after volume repletion. On arrival to the intensive care unit (ICU), the patient was noted to have a large right groin hematoma, so they returned to the or for groin exploration. Multiple blood projects were given intraoperatively. A bronchoscopy was also performed in the or as the xray showed aspiration, most likely secondary to cardiopulmonary resuscitation (CPR)/cardiac arrest on admission. Pulmonary edema noted on xray. The patient improved from her initial post cardiotomy cardiogenic shock; however, they decompensated shortly afterwards, requiring re-intubation and re-initiation of vasopressors and inotropes. The team suspected sepsis with the patient noted to be febrile. At this time, there were issues with purge flows and high purge pressures. Tissue plasminogen activator (tpa) was administered via purge with good results. Intermittent suction noted on higher p levels, so team suspected right ventricular failure. A tracheostomy was performed. Ongoing support was provided until(B)(6) 2025 when the impella 5.5 was explanted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.